Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pocket pain and fluid was noted around the pocket site due to procedure. There was no infection. It was reported that the way the ipg was placed was retaining fluid around the area. The patient underwent an explant procedure and was prescribed antibiotics.

Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the ipg had current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device passed functional test and revealed normal device characteristics. Sc-8216-50 (sn (B)(4)): device evaluation indicated that the leads were detached from the paddle and the cables are exposed. Two electrodes (e8, e16) were missing from the paddle and electrode 16 was dislodged. X-ray inspection found no cable breakage. Damage to the device was similar to the typical explant damage and was not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had pocket pain and fluid was noted around the pocket site due to procedure. There was no infection. It was reported that the way the ipg was placed was retaining fluid around the area. The patient underwent an explant procedure and was prescribed antibiotics.